Manufacturer narrative:
No product will be returned for investigation. Customer has removed the device out of his system and dispose the device.

Event description:
Covidien received info stating device stop cycling during pt use. There was no injury sustain and pt condition did not change due to reported event. Device was being used for assisted breathing and not for obstructive sleep apnea as intended use.